Event description:
Customer reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.